Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
At the end of a left atrial appendage occluder implant procedure, a pericardial effusion was noted. At the completion of the procedure a CT scan was performed, revealing a lesion between the right atrium and the superior vena cava. The patient was transferred to another hospital where the perforation was surgically closed. The patient is currently in stable condition. The physician alleges that he was overly forceful with the transseptal needle, which caused the perforation. There were no performance issues with any abbott device.